Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a precision run using multidiluent 11 and obtained acceptable performance. The fse replaced the disposable tips that seemed to be defective. No other fliers were observed with reagent lot # 083. However, no conclusion can be drawn for the false positive troponin ultra result. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was tested with reagent lot # 083 as part of a lot change on two advia centaur cp instruments. One result was positive on one instrument and one result was negative on the other instrument. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.